Event description:
It was reported to boston scientific that during a therapeutic hydrothermal ablation (hta) procedure, the patient received a burn during the procedure and was treated with cream and a full recovery is expected. The procedure was not completed. The sales representative reported that a tight seal at the cervix was not achieved. No additional details are available

Manufacturer narrative:
The suspect device is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined.